Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #:mc1avr1-delsys, expiration date: 28-mar-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Mfg date: 22-oct-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the patient experienced chest pain, potential cardiac prforation, pericardial effusion and tamponade. The leadless ipg exhibited high and undefined impedance and elevated thresholds. The leadless ipg was recaptured and moved to a mid/high septal location with acceptable electrical results. The patient's blood pressure dropped and an echocardiogram revealed pericardial effusion. A pericardiocentesis was performed and fluid was removed from the pericardial space. The patient's blood pressure returned to normal and the chest pain improved. The patient was transferred to the intensive care unit (ICU) and a pericardial drain was placed. Medical intervention was needed for the patient. The patient recovered and went home three days after the procedure. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.